Event description:
It was reported that on (B)(6) 2009, the rx acculink was successfully implanted in the right internal carotid artery (rica). On (B)(6) 2012, the xact stent was implanted in the rica to treat in-stent restenosis of the rx acculink. Additionally, the patient had a history of hypertension, and had stopped his antihypertensive medication prior to the procedure. On (B)(6) 2012, prior to the re-stenting procedure, the patient's blood pressure was 207/72 mm hg. After the xact stent was successfully implanted in the rica, the hypertension continued and was treated with a nitroglycerin infusion to keep the mean arterial pressure between 100 and 120 mm hg. The nitroglycerin infusion was discontinued after 24 minutes, as the patient's blood pressure decreased. Approximately 9 minutes later, the patient became slightly hypotensive with the systolic pressure in the 90's. Neosynephrine infusion was started. Within 24 hours, all intravenous medications were discontinued, and the patient became hemodynamically stable. The patient resumed his usual beta blocker medication for hypertension on (B)(6) 2012, 1 day after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of restenosis is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.